Event description:
Hill-rom received a report form the account stating the head of the bed wouldn't lower. The bed was located at the account. There was no patient / user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR hydraulic solenoid valve was no longer operable. Per the hill-rom service manual the bed should be the subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. A search of the hill-rom maintenance records shoed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR hydraulic solenoid valve to resolve the issue. Based on this information, no further action is required.